Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor introducer needle fractured while in the body. The customer¿s blood glucose was 100 mg/dl at the time of the incident. Customer reports the introducer needle is no longer in the body. The customer reported that needle hard to remove. The sensor will not be returned for analysis.